Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It is possible that interaction with the anatomy and/or other devices resulted in compromising the balloon material thus resulting in the reported material rupture; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a 90% stenosed and de novo lesion in the left anterior descending artery. A 3.5x12mm nc trek rx balloon dilatation catheter (bdc) was prepared per the instructions for use. The bdc was advanced; however, the balloon ruptured during the first inflation at 12 atmospheres. The procedure was successfully completed with a new same size balloon and the deployment of an unspecified stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.